Event description:
The customer contact reported device breakage; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified medication and was connected to a microclave port male adapter plug. It was reported when the nurse disconnected the male adapter of the tubing set from the microclave, the male adapter broke off and remained in the microclave. An unspecified volume of blood loss was reported. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).